Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer stated that the insulin pump was not delivering insulin. The customer also reported having high blood glucose levels of 486 mg/dl. Performed troubleshooting for high blood glucose levels. The customer stated that he experienced light dizziness, dry mouth and disorientation. Customer also mentioned that the insulin pump's drive support cap was flushed with the pump. Advised customer to disconnect from insulin pump and that the pump will be replaced.